Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until a failed self test on (B)(6) 2011 for a low battery. After this date the device appears to operate to specification until (B)(6) 2012. On (B)(6) 2012 the device failed a self test for a low battery but operated successfully until another failed self test on (B)(6) 2012. On (B)(6) the pad-pak was changed but another failed test was recorded. The problem with the device was attributed to faulty pogo-pins. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching on automatically but will not switch off using the off button. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.